Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that while using an electric bed, the patient felt pain near device that went to the right side of the under arm. The patient also felt weak and dizzy. The patient was encouraged to talk with the physician and the device is still in use. No further patient complications were reported as a result of this event.